Manufacturer narrative:
On (B)(6) 2012 at 17:24 pm and 17:26 pm, bottle 3 (ethanol) and bottle 11 (tpo) were removed from the instrument for less than 5 seconds, which is insufficient time to complete manual replacement of reagents; and the corresponding reagent station was reset. The user affirmed in the instrument software that ethanol and tpo concentrations were to be set at 100%. The properties of the reagent in bottles 3 and 11 prior to this user action were ethanol concentration = 50.4% and tpo concentration = 67.6%, because the bottles had not been physically replaced. Resetting a reagent station sets the concentration to the default value configured. The reagent in bottles 11 - 14 inclusive, including the wax from wax bath 1, were replaced and the corresponding reagent station reset on (B)(6) 2012, and the quality of tissue processing had improved. However, the wax in wax baths 3 and 4 was not replaced. Continued use of the instrument without replacing all reagents and wax from the wax bath would have resulted in contamination of reagents and waxes used for subsequent protocols, with a consequent adverse impact on the quality of tissue processing. By (B)(6) 2013, wax from wax baths 3 and 4 was heavily contaminated and caused water to enter during tissue processing, ultimately resulting in the sub-optimal tissue processing completed on (B)(6) 2013. The complainant reported issues with manual reagent replacement process to the leica service rep on (B)(6) 2013. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris ii user manual.

Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing using peloris ii tissue processor. The complaint did not advise the specific date(s) for the processing run(s) from which sub-optimal processing was identified, but advised only that processing quality had declined. The tissue was described by the complainant as "shrunken and dry." On (B)(6) 2013, leica microsystems received information fro the organization regarding the final status of tissue samples processed in the "asp2002" protocol from which sub-optimal tissue processing was reported by the complainant. The information received stated that re-biopsy of 13 of these pts had been conducted as a consequence. Refer to MFR report #s: 8020030-2013-00012 submitted for peloris ii tissue processor and 8020030-2013-00013, 8020030-2013-00014, 8020030-2013-00015, 8020030-2013-0016, 8020030-2013-00017, 8020030-2013-00018, 8020030-2013-00019, 8020030-2013-00021, 8020030-2013-00022, 8020030-2013-00023, 8020030-2013-00024, 8020030-2013-00025 for specific details of the other pts involved.